Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their device is not working. Patient reported that they were seeing a message saying that something with the battery was not working. Patient tried to connect the external devices to the ins and it says that the therapy has stopped and to replace ins device. Patient said that they haven't used their external devices for a while and since last week they have been having issues with their bowels. Caller stated that they can sit and go to the bathroom and all of a sudden there is stool there for no reason whatsoever or they pass gas. Caller added that they wear pads or no incontinence underwear and sometimes they don't even know that there's stool there until they wipe themselves. Caller noted that they are eating oranges a lot and went out to dinner yesterday and it seemed like there was more stool popping out. Caller mentioned that they had to go to easter last week and took one of the pills to stop having diarrhea because they thought they had diarrhea. Patient was initially using the device for urinary incontinence. Agent discussed battery longevity and redirected to hcp to have the ins surgically replaced because it's already at eos. Patient commented that they thought the ins would last 10 years. Patient will call their hcp today and will make an appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the unexpected battery depletion was determined as the patient stated they kept turning their device "up" for more power. Patient saw their health care provider (hcp) on (B)(6) 2025 and it was determined that battery would need to be replaced on (B)(6) 2025. It was reported that the issue was resolved.